Event description:
Same case as MFR # 2134265-2010-03948. It was reported that during a percutaneous coronary intervention procedure, the balloon catheter became stuck on the guide wire. The target lesion was located in an unspecified vessel. An unknown choice floppy guide wire was placed and an 8mm x 1.50mm apex push balloon catheter was loaded onto the wire. While attempting to advance the balloon, it became stuck on the wire. The devices were removed together as a unit. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received stuck inside a balloon catheter. The wire measures 210cm from the proximal end to the point where it enters the catheter. The outer diameter of the exposed wire met specifications. The wire was unable to be removed from the catheter, therefore the catheter was dissected. Upon removal, the distal tip of the wire was noted to be kinked. Kinks were also noted at 7cm distal to the catheter insertion point, 100cm from the distal end and 210cm from proximal end. The device was bent at 41cm proximal to the catheter insertion point, extending 10cm toward the proximal end. The manufacturing batch record review could not be completed as the batch number was unknown. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR # 2134265-2010-03948. It was reported that during a percutaneous coronary intervention procedure, the balloon catheter became stuck on the guide wire. The target lesion was located in an unspecified vessel. An unknown choice floppy guide wire was placed and an 8mm x 1.50mm apex push balloon catheter was loaded onto the wire. While attempting to advance the balloon, it became stuck on the wire. The devices were removed together as a unit. There were no patient complications reported and the patient's status is fine.